Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any anomalies.

Event description:
It was reported that the patient presented with breathlessness and syncope. Upon interrogation, it was found that the patient's right ventricular lead was failing to capture. The lead was explanted and replaced. The patient was stable.